Event description:
(B)(4) clinical study. Same case as MFR ID: 2134265-2010-02920, 2134265-2010-03166, 2134265-2010-03171. Same patient as MFR ID: 2134265-2008-02730, 2134265-2008-02729, 2134265-2010-03169, 2134265-2010-03168, 2134265-2010-03170, 2134265-2010-03172. It was reported that post stenting treatment procedure, the patient experienced chest pain and restenosis. The 95% stenosed, 40mm long, de novo, non-bifurcated target lesion was located in the mildly calcified and mildly tortuous mid left anterior descending coronary artery (lad) with a reference vessel diameter of 2.75 and timi 3 flow. The lesion was predilated with a 2.0x30mm maverick balloon at 20atm followed by placement of a 2.4x24mm express2 stent distally at 16atm and a 2.75x20mm express2 stent placed proximally and overlapping at 20atm. The stents were then post dilated with a 2.75x12mm quantum maverick balloon at 18atm resulting in 0% residual stenosis and timi-3 flow. There were no complications and the patient was discharged 12 days later in good condition. At 643 days post index procedure, the patient reported onset of chest pain. The patient was admitted to the hospital 95 days later for unstable angina and 4 days post admit, underwent angiography which revealed in-stent restenosis of the lad. It was treated at that time with balloon angioplasty and cutting balloon which restored good blood flow and resolved the event. The patient was discharged 5 days later. The patient was hospitalized for a total of 9 days. It is the opinion of the physician that this event is definitely related to the two express2 monorail study devices.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).